Event description:
Adverse event(s): "eye strain" (vision, impaired), "seeing bright rings around lights", "shadow line on fluorescent lines on the road at night" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that four days following bilateral intraocular lens (iol) implant surgeries, she has difficulty driving at night due to eye strain, sees "bright rings around lights" and "a bit of a shadow line on fluorescent lines on the roads at night". Additional information has been requested. There are two medical device reports associated with these event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/13/2010 and 04/26/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).